Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. This (B)(6) female patient from the (B)(4) study experienced restenosis and a stent fracture approximately one year post implantation of a cypher stent. Past medical history that may have increased this patient's risk for mace include diabetes mellitus, cad, hypertension and hyperlipidemia. The patient had a pre-existing ulcer wound in the left heel prior to the index procedure. The patient underwent implantation of a cypher select + stent in the left proximal anterior tibial artery. The lesion was described as de novo, 33 mm in length, 88% stenosed, and calcified. The lesion was located 2 cm distal to the distal edge of the patella. Approximately one year later, it was found that the cypher select + stent placed in the left anterior tibial artery had a type ii fracture in the proximal edge of the device and restenosis. The non-healing of the pre-existing ulcer was attributed to this target lesion restenosis. Action taken to resolve the event included re-intervention of the target lesion using plain balloon angioplasty with excellent results. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stent fractures are uncommon events. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, motion and vessel angulations/tortuosity. The reporter sent a picture and the stent fracture was confirmed. Based on the information provided, there are possible patient and vessel location factors that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
This (B)(6) year old female patient had a cypher select + stent implanted in the left proximal anterior tibial artery on (B)(4) 2009 as part of the achilles study. The patient had a pre-existing ulcer wound in the left heel prior to the index procedure. On (B)(6) 2010, it was found that the cs+ stent had restenosed, and non-healing of the pre-existing ulcer was attributed to this target lesion restenosis. Action taken to resolve the event included re-intervention of the target lesion using plain balloon angioplasty with excellent results. The event was noted as resolved as of (B)(6) 2010. Updated information received (B)(6) 2011 indicates that a stent fracture was found in the implanted cypher stent on (B)(6) 2010. The stent fracture is a type ii fracture in the proximal edge of the device placed in the left anterior tibial artery. The fracture was treated with pta.